Event description:
(B)(6) van drivers were transporting ppt home in wheelchair and upon turning onto highway, looked back to check on her and noted that the participant's wheelchair had tilted to the left, with the participant hitting the left side of her head on the side of the van wall. At this time, the driver who was riding along noted that the left wheel of the wheelchair had buckled. The driver stopped the bus and by the time the escort got back to the participant's wheelchair to correct the position, noted that the right wheel was buckling as well. Escort driver caught the chair before it hit the floor and primary driver stopped bus to call police and transportation supervisor. Participant was transported to (B)(6) hospital ER. CT scan of head completed and results were negative. Participant was transported home afterward. On (B)(6) 2008, participant was seen in (B)(6), denied pain and was ambulating without difficulty. No injuries noted.